Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to the electrode belt distribution node (dn). The joint connecting the rear pulse wires was open inside the dn. The root cause for the open joint could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.